Event description:
Customer reported: prismaflex machine is said to have an incorrect patient fluid removal. During running treatment a change in patient weight loss rate appeared suddenly in nighttime between 02:00 and 03:00. The set weight loss rate was 50ml/h, which was performed for some hours of treatment. But suddenly the rate changed to approx. 600 ml/h. At the same time the pre blood pump, which should give 1000 ml/h decreased for the same time to 283 ml/h. It was reported that there were no alarms.